Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 9mm amplatzer septal occluder(aso) was selected for implant on (B)(6) 2021. However, the left atrium (la ) disk deformed into a cobra head shape when the aso was deployed in the patient's defect. The occluder deformed when it came out of the sheath so it was not caused by direct contact in the cardiac lumen. Device was replaced with a new 9mm aso device that completed the procedure with no further issue. No patient consequences noted. There is no clinically significant delay in procedure and no adverse patient effects and no additional information was provided.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 9mm amplatzer septal occluder(aso) was selected for implant on (B)(6) 2021. However, the left atrium (la ) disk deformed into a cobra head shape when the aso was deployed in the patient's defect. The occluder deformed when it came out of the sheath so it was not caused by direct contact in the cardiac lumen. Device was replaced with a new 9mm aso device that completed the procedure with no further issue. No patient consequences noted. There is no clinically significant delay in procedure and no adverse patient effects and no additional information was provided.